Event description:
It was reported that the adhesive would not stick to the patient's skin. He did not receive the whole treatment and had blockage. No patient injury was reported.

Manufacturer narrative:
No additional information was received. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).